Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the device without issue. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced an abscess on the incision site. The recipient was recommended off-the-ear processor use. On (B)(6) 2017, the recipient underwent an incision and drainage procedure and was treated with antibiotics. The recipient cleaned the area 2 to 3 times a day, applied antibiotic ointment, and kept the site covered with a bandage. The recipient has resumed behind-the-ear processor use.